Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. A review of the device data identified the arrhythmia became more organized into a slow monomorphic ventricular tachycardia (vt); however, the rhythm was below the rate cut off. A boston scientific technical services consultant informed the caller they might consider lowering the rate cut off and programming therapy on in the vt-1 zone. No additional adverse patient effects were reported.